Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath and a leak was seen from the hemostatic valve. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath presented a leak during procedure. While mapping in the left atrium through the faradrive sheath, it was noted that the valve on the sheath was leaking. Because of the leak in the valve a new sheath was pulled. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath presented a leak during procedure. While mapping in the left atrium through the faradrive sheath, it was noted that the valve on the sheath was leaking. Because of the leak in the valve a new sheath was pulled. The procedure was completed without patient complications. The device is expected to be returned.